Event description:
As reported by the user facility: patient (male, (B)(6) years, ) developed rash and flush on the leg, abdomen and face after the application of prontosan wound irrigation solution on a large leg ulcer. The patient was treated by a nurse using swabs for the application of the solution. Treatment with prontosan wound irrigation solution was stopped immediately after the adverse reaction took place. After the second application of prontosan, the patient developed again rash and flush over the whole body (hands, legs, face, groin and chest), urticaria on the upper leg and developed a respiratory distress. The patient was treated with tavegyl (antihistamine) and recovered without sequela. Concomitant disease: essential hypertension and prostate enlargement. Reference MFR report 3007120504-2014-00250.